Event description:
It was reported that the right atrial (ra) lead dislodged and upon attempt to revise the lead it dislodged again. When the lead was removed, it was noted that tissue was stuck to the helix. The patient reported symptoms of fatigue. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.